Event description:
Pt transferred from another facility with diagnosis of mediastinis. Indwelling left subclavian port-a-cath which was treated about six months prior for coagulase-negative staphylococcus septicemia. Port-a-cathogram showed basically a dead end. The device was no longer intravascular, possibly leaking into the mediastium. The pt underwent vascular surgery for removal of the port-a-cath. The device extended beyond the wall of the vena cava. The catheter was removed. The tip of the device was excised and submitted for culture. The pt was treated with broad spectrum antibiotics until negative cultures were reported from the device tip. It is not known how long the device has been implanted suspect almost 2 years ago.